Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the outlet was broken" was verified by visual testing. The ac plug blade was broken and burn marks were found. The ac plug blade was loose, and the base was black and burnt. The reported issue is presumed to have been caused by a broken blade on the ac plug, which led to overheating and burning. The ac power cord and related parts were replaced to correct the issue. Although this case involves a trace of fire and melted/charred components, it has been determined that the cause of the issue was a user-induced error and not attributable to design or manufacturing. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the outlet was broken¿; during device evaluation it was found the ac plug blade was broken and burn marks were found. The event occurred during priming at the facility. There was no reported patient involvement/harm.